Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/10/2013 with the following findings: during investigation, the display screen was found to be dim/faded, discolored and difficult to read. A test display was used for investigation and was found to function appropriately. Unrelated to the display issue, the battery cap was unable to be fully tightened due to damaged threads. The animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, faded and discolored display screen that was difficult to read. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.